Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient was with their physical therapist at their apartment. During physical therapy, the therapist noticed that the patient was "walking sloppy" and was not responding right as if the patient did not understand what was going on. The therapist called for paramedics. When the paramedics arrived, they checked the patient's bg and it was 28 mg/dl while the cgm was displaying 60 mg/dl. The patient was provided IV glucose at his apartment and refused to go to the hospital. Additionally, the patient prepared themselves food and felt okay after treatment from the paramedics and after eating. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.